Manufacturer narrative:
###A supplemental correction is being submitted. G2.3 is being corrected from 2021-03-08 to 2021-03-05. Investigation of this event is pending and a supplemental report will be sent upon its completion.### medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation product event summary: one (1) controller (con411858) and eight (8) batteries (bat900517, bat900494, bat900514, bat902191, bat902192, bat902190, bat856471, bat900506) were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the returned devices in relation to the reported event. Failure analysis of the returned batteries revealed that the batteries passed visual inspection and functional testing. Failure analysis of the returned controller revealed that the device passed functional testing. Supplemental testing revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of the data log file revealed several premature power switching events that were due to momentary disconnections involving bat900517, bat902191, bat902192 and bat856471 within the analyzed period. Log file analysis also revealed two (2) controller power up with associated motor start events logged on 28/feb/2021 at 21:47:34 and 21:49:00. The data point prior to the first loss of power revealed that bat902191 was connected to power port one (1) with 26% relative state of charge (rsoc) and bat900517 was connected to power port two (2) with 20% rsoc. The data point recorded after the first loss of power revealed that an active adapter was connected to power port (1) and no power source was connected to power port two (2). The data point prior to and after the second loss of power revealed that an active adapter was connected to power port (1) and no power source was connected to power port two (2). The controller was without power for 15 seconds and 10 seconds; respectively. No anomalies were observed leading up to the losses of power. As a result, the reported event was confirmed. The power sources were lubricated prior to release. The most likely root cause of the reported premature power switching event can be attributed to momentary disconnections due to temporary corrosion of the controller-port/power-source pins. A possible root cause of the losses of power can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. Additional products: bat900517 d10: yes, return date: 06-apr-2021 h3: yes dev rtn to MFR? Yes h6: img code(s): g02002 h6: FDA method code(s): b15, b01 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 bat900494 d10: yes, return date: 06-apr-2021 h3: yes dev rtn to MFR? Yes h6: img code(s): g02002 h6: FDA method code(s): b15, b01 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 bat900514 d10: yes, return date: 06-apr-2021 h3: yes dev rtn to MFR? Yes h6: img code(s): g02002 h6: FDA method code(s): b15, b01 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 bat902191 d10: yes, return date: 06-apr-2021 h3: yes dev rtn to MFR? Yes h6: img code(s): g02002 h6: FDA method code(s): b15, b01 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 bat902192 d10: yes, return date: 06-apr-2021 h3: yes dev rtn to MFR? Yes h6: img code(s): g02002 h6: FDA method code(s): b15, b01 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 bat902190 d10: yes, return date: 06-apr-2021 h3: yes dev rtn to MFR? Yes h6: img code(s): g02002 h6: FDA method code(s): b15, b01 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 bat856471 d10: yes, return date: 06-apr-2021 h3: yes dev rtn to MFR? Yes h6: img code(s): g02002 h6: FDA method code(s): b15, b01 h6: FDA results code(s): c04 h6: FDA conclusion code(s): d02 bat900506 d10: yes, return date: 06-apr-2021 h3: yes dev rtn to MFR? Yes h6: img code(s): g02002 h6: FDA method code(s): b15, b01 h6: FDA results code(s): c19 h6: FDA conclusion code(s): d14 investigation of this event is completed, and the file will be closed. If new information is received, the file will be re-opened, and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: brand name: heartware ventricular assist system ¿ battery, model #: 1650de, catalog #: 1650de, expiration date: 30-june-2021, serial#: (B)(4), UDI #: (B)(4). Device available for evaluation : no. Device evaluated by MFR: no. Device evaluation anticipated, but not yet begun. Mfg date: 11-june-2020. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery , model #: 1650de, catalog #: 1650de, expiration date: 30-june-2021, serial#: (B)(4), UDI #: (B)(4). Device available for evaluation: no. Device evaluated by MFR : no, device evaluation anticipated, but not yet begun. Mfg date: 11-june-2020. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650de , catalog #: 1650de, expiration date: 30-june-2021, serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 11-june-2020. Labeled for single use: no. Patient ime code(s): (B)(4) brand name: heartware ventricular assist system ¿ batter, model #: 1650de, catalog #: 1650de, expiration date: 31-july-2021, serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no. Device evaluated by MFR : no, device evaluation anticipated, but not yet begun . Mfg date: 20-july-2020. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650de , catalog #: 1650de, expiration date: 31-july-2021, serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no. Device evaluated by MFR : no, device evaluation anticipated, but not yet begun. Mfg date: 20-july-2020. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650de, catalog #: 1650de, expiration date: 31-july-2021, serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 20-july-2020. Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ battery, model #: 1650de, catalog #: 1650de , expiration date: 31-march-2021, serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no. Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 19-march-2020 . Labeled for single use: no. (B)(4). Brand name: heartware ventricular assist system ¿ batter. Model #: 1650de, catalog #: 1650de, expiration date: 30-june-2021, serial#: (B)(4), UDI #: (B)(4), device available for evaluation: no . Device evaluated by MFR: no, device evaluation anticipated, but not yet begun. Mfg date: 11-june-2020. Labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the controller exhibited multiple unexpected power losses and power switching. It was noted that eight batteries, also exhibited power switching. The controller and batteries were replaced. No patient complications have been reported as a result of this event.